Manufacturer narrative:
Based on a review of limited medical records it appears the patient may have experienced hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. Of note while medical records were provided, only partial operative details were provided for the (B)(6) 2007 implant procedure (mesh #1) with no specifics related to the implant of the unspecified bard davol kugel hernia patch. No operative details for the implant procedure in (B)(6) 2008 (mesh #2) were provided and only partial details for the explant procedure performed in (B)(6) 2012 (mesh #1) were provided. It is reported that the patient underwent partial excisions of kugel mesh (mesh #1 & #2) in (B)(6) 2012. Due to the limited details available in the medical records it is unclear if the patient had undergone any additional explant procedures as the (B)(6) 2012 explant procedure states that there was "a small amount of old right inguinal hernia repair mesh present" (mesh #1). The medical records indicate that during the explant procedure in (B)(6) 2012, the kugel patch was dissected and sharply excised. The instructions-for-use states "do not cut or reshaped the bard kugel hernia patch as this could affect its effectiveness." Based on the limited details provided and the patient's unknown medical/surgical history, there is no way to determine to what extent the davol mesh devices may have caused or contributed to the problems experienced by the patient post implant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the kugel hernia patch #2 which was implanted in (B)(6) 2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - the patient was diagnosed with a right inguinal hernia and underwent repair with implant of an unspecified bard davol kugel hernia patch (#1). Note only partial operative details were provided for this procedure with no specifics related to the implant of the unspecified bard davol kugel hernia patch. On (B)(6) 2008 - the patient was diagnosed with a left inguinal hernia and underwent repair with implant of a davol kugel hernia patch (#2). No operative details provided for this procedure. On (B)(6) 2012 - the patient was diagnosed with a possible recurrent hernia and a palpable mass. The patient underwent a partial excision of the davol kugel mesh (#2) from the left inguinal area and reconstruction of left inguinal hernia repair. Of note per the operative details, "the mesh (#2) was dissected out for at least 50% of the mesh where it was wadded up. The mesh was then sharply excised at that point. Once excised, palpation within the abd revealed that the mesh had pulled away from cooper's ligament for a possible return of the hernia." It was not entirely clear that a hernia had in fact occurred, however, it was elected to tack the remaining mesh to cooper's ligament. On (B)(6) 2012 - the patient was diagnosed with chronic abdominal pain from inflammatory reaction around hematoma associated with previous surgery. The patient underwent a wound exploration with evacuation of inflammatory mass and partial excision of right inguinal hernia repair mesh (#1). Per operative details "a small amount of old right inguinal hernia repair mesh (#1) was present. This was grasped with a clamp and as much excised as possible without risking injury to the iliac vessels. This, however, did not appear to be a source for an inflammatory reaction." Note only partial operative details were provided for this procedure.

Event description:
Addendum to the initial MDR to document additional information and medical records provided by the patients attorney. (B)(6) 2007: the patient was diagnosed with right inguinal hernia and underwent repair with implant a non bard/davol "herniamesh s.r.l oval patch". Note this was previously identified as bard/davol device (#1). (B)(6) 2008 - the patient was diagnosed with a left inguinal hernia and underwent repair with implant of a davol kugel hernia patch (#2). No operative details provided for this procedure. (B)(6) 2012 - the patient was diagnosed with a possible recurrent hernia and a palpable mass. The patient underwent a partial excision of the davol kugel mesh (#2) from the left inguinal area and reconstruction of left inguinal hernia repair. Of note per the operative details, "the mesh (#2) was dissected out for at least 50% of the mesh where it was wadded up. The mesh was then sharply excised at that point. Once excised, palpation within the abd revealed that the mesh had pulled away from cooper's ligament for a possible return of the hernia." It was not entirely clear that a hernia had in fact occurred, however, it was elected to tack the remaining mesh to cooper's ligament. (B)(6) 2012 - the patient was diagnosed with chronic abdominal pain from inflammatory reaction around hematoma associated with previous surgery. The patient underwent a wound exploration with evacuation of inflammatory mass and partial excision of right inguinal hernia repair mesh (#1). Per operative details "a small amount of old right inguinal hernia repair mesh (#1) was present. This was grasped with a clamp and as much excised as possible without risking injury to the iliac vessels. This, however, did not appear to be a source for an inflammatory reaction." Note only partial operative details were provided for this procedure.

Manufacturer narrative:
Addendum to the initial MDR to document additional information and medical records provided by the patients attorney. Additional information provided documents the previously reported "bard davol kugel hernia patch (#1)" as a non-bard/davol device. Additional information provided was limited to the identification of device (#1) as a non-bard/davol device, as such, no additional conclusions can be made regarding the bard/davol kugel hernia patch (#2). Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel hernia patch (#2). An additional emdr was submitted to represent the non-bard/davol device (#1).